Manufacturer narrative:
E1: patient city: (B)(6). Patient country: sweden.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that patient faced an infusion set leakage at site event on 03-jun-2024. Infusion set was used for 3-4 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.